Manufacturer narrative:
Result: load cell.

Event description:
It was reported by service report that the scale was fluctuating by 40-60 kg. No patient involvement or adverse consequences were reported.